Manufacturer narrative:
The reported observation of ¿replace generator soon¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device provided therapy until the explant date and had not declared end of life (eol) prior to explant.

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.